Manufacturer narrative:
Results: bd did not receive any photos or samples from the customer in the (B)(4) plant for evaluation, therefore failure mode could not be verified and root cause could not be determined. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. The root cause is undetermined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with luer-lok¿ tip leaked. No injury or medical intervention.